Event description:
It was reported per call report that a member of the transport crew called with issues concerning battery operation. The first pump they tried to use would not switch to battery power; it also appeared to not receive a charge. They had already switched out pump & were on transport now with no issues. When clinical support specialist (css) spoke with transport technician they were transporting via ambulance during our conversation. Css told her she made the right decision, especially considering transport of patient. Transport technician asked "what else she could have checked" & css did review power cable connection & breaker switch troubleshooting with her for future reference. Transport technician said she "was getting good augmentation and pumping in 1:1." She stated that "it would not allow her to change trigger to arterial pressure (ap)." Css explained that is true in auto pilot mode, but that if she wanted to use ap trigger & stay in auto pilot, then she could just unplug ECG cable. Pump would then switch to ap trigger automatically. Discussed how auto pilot is a huge benefit during a transport situation to allow her to focus care on patient. Transport technician had never been told that she could disconnect the ECG & was glad to know since ap is usually the better trigger during transport.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.